Event description:
It was reported that during a da vinci-assisted surgical procedure, the white gasket at the knife head of the harmonic ace instrument has come loose. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have damaged teflon pad along its entire length. A piece measuring approximately 10.0 mm x 1.5 mm was missing, confirming that a fragment detached from the instrument. The missing piece was not returned. Components adjacent to this teflon pad do not show damage. The complaint was confirmed by failure analysis. The probable root cause of the teflon pad damage is attributed to use conditions. Damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.